Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the power jack was loose/detached. The device passed all functional testing.

Event description:
It was reported that the remote monitor would get very hot on the front panel and eventually the power light would not stay lit. The monitor was subsequently returned, analyzed, and tested out of specification and as result is now a reportable event.